Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic resection of pulmonary nodules, on disconnected lung parenchyma, the surgeon was not able to squeeze the handle and the device did not fire. They replaced the device to a new one to complete the case. There was no patient injury.